Event description:
During advancement of the product through a 6f arrow sheath, the stent prematurely deployed within the sheath, with approximately 3 rows of struts flowering out. The target lesion was in the bile duct, with no calcification or tortuosity present. The unit was flushed prior to use, and the tuohy valve was closed by the user after flushing. The arrow sheath and the partially deployed precise were removed as a unit without loss of guidewire position. A new precise was used over the same guidewire and the procedure was successfully completed. There were no adverse effects to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.